Manufacturer narrative:
Visual inspection of the returned abutment confirmed the fracture. The threaded portion was not returned. Review of the product history did not indicate a manufacturing deviation that would cause this condition. No definitive root cause could be determined. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
The doctor indicated that the healing abutment had fractured and the threaded screw portion remained in the implant which they were subsequently able to retrieve with a removal tool.